Event description:
It was reported that this left ventricular (lv) lead previously dislodged and remained in the patient's right ventricular outflow tract (rvot). The physician attempted to remove the lead by simple tugging of the lead but was unsuccessful as it became stuck at the distal portion of the proximal superior vena cava (svc) coil from an existing right ventricular (rv) lead which began to kink, and the extraction attempt of the lv lead was terminated. An excess of the lv lead remained intact and left in the pocket. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.